Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window & the arms of linkage assembly were not deployed. The pod is in pod state 14 and delivered 0 pulses. This indicates that the pod did not complete the activation process after being filled. Investigation found no issues that would result in needle mechanism failure.